Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the tip of the avl video baton 3-4 was loose and the video image was scrolling and intermittent. A delay in the procedure of an undisclosed duration occurred as a backup glidescope avl video baton 3-4 was obtained. No harm to the patient or user was reported.